Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, engagement failures on universal surgical manipulator (usm) 2 were observed. Technical support engineer (tse) reviewed the logs and noted errors 31009 and 282 on usm2. The surgeon needed all 4 usms for the procedure and elected to convert to a laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the laparoscopic surgery was completed successfully with no injury to the patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the reported complaint. The unit was tested on an in-house system and passed normal mode. The unit was tested with various instruments and had no issues. A review of the logs found errors 31009 and 282.